Manufacturer narrative:
Mitek medical affairs department discovered this published white paper detailing a historical event in which some mitek devices were implicated. It cannot be confirmed that this issue had been previously reported to mitek, so an adverse event report is being filed to document the experience described in the article. At this point in time, no further action is warranted. However, this file will remains receptive to any potential forthcoming information received that is pertinent and germane to this issue. Mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
This complaint was forwarded to mitek complaints by our medical affairs team who reviewed a journal article where mitek fastin rc anchors were used for rotator cuff repairs. Tendon-to-bone fixation was performed using the standard double-row technique, except that the suture of the medical-row anchors was replaced with absorbable suture. Five-millimeter fastin rc arthroscopy anchors without needles were used for the medial anchors. At one year postoperatively, a complete retear around the medial-row anchors was recognized in one patient. (B)(6) the journal of arthroscopic and related surgery arthroscopic rotator cuff repair with absorbable sutures in the medial-row anchors authors: makoto tanaka, m.d. Ph.d kenji hayashida, m.d., ph.d. Atsushi kobayashi, m.d. Masaaki kakiuchi, m.d., ph.d